Manufacturer narrative:
The reporter's meter was returned for investigation. Meter powered onto a white display with colored lines rendering the device unusable. The meter was disassembled and the bottom display was observed to be cracked. No drop damage was observed. Medwatch fields d9 and h3 have been updated.

Manufacturer narrative:
Occupation is lay user/patient. The meter was requested for investigation.

Event description:
The initial reporter complained of a display issue with coaguchek vantus serial number (B)(4). The display has several lines of yellow, pink and blue. The lines interfere with the customer's ability to read the display/results field. The lines could lead to a misinterpretation of test results. There was no allegation that any test results had been misinterpreted.